Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that while on their cell and the patient experienced a "fluttering" in their chest. Once the cell phone was moved away the "fluttering" stopped. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.